Manufacturer narrative:
Additional narrative: patient height reported as (B)(6). Patient initials: (B)(6). Event date: unknown. This report is for an unknown acdf device/unknown lot. Part and lot numbers are unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that (B)(4) study patient (B)(6) received an anterior cervical discectomy and fusion (acdf) at c5-c6 on (B)(6) 2003. There were no intraoperative complications. The patient was discharged to home on (B)(6) 2003. There were no complications at discharge. On (B)(6) 2006, patient underwent removal of plates at c5-6, exploration of fusion c5-6 acdf and plating at c6-7 with allograft iliac crest bone graft plus synthes cervical spine locking plate. The study was completed on 21december2010. The patient experienced the following events post-operatively: on (B)(6) 2006: posterior neck pain with extension and has been prescribed hydrocodone 10mg 3 times a day for pain relief. On (B)(6) 2007: left arm pain with tingling and numbness into the thumb. The patient underwent a remove of plates at c5-c6, exploration of fusion c5-c6 anterior cervical discectomy and fusion (acdf), and plating at c6-c7 with allograft iliac crest bone plus cervical spine locking plate. This procedure resolved the left arm pain with tingling and numbness into the thumb. On (B)(6) 2007: left leg pain and pain in the great toe and is under the care of a paint management physician. On (B)(6) 2007: difficulty swallowing, which will continue to be monitored by the physician. On (B)(6) 2010: neck pain with numbness and tingling into thumb and index finger on the left side. Patient was given medication for pain relief. On (B)(6) 2007: right trapezial pain radiating into right hand with numbness and tingling into thumb, index, and long finger, herniated nucleus pulposus (hnp c6-7). On (B)(6) 2006, the patient underwent removal of plates at c5-6, exploration of fusion c5-6 anterior cervical discectomy and fusion (acdf) and plating at c6-c7 with allograft iliac crest bone graft plus synthes cervical spine locking plate (cslp) after conservative treatment failed. Current state of event = resolved -plate removal on (B)(6) 2006; patient was randomized to acdf. This report is for adverse event: on (B)(6) 2006, the patient presented right trapezial pain radiating into right hand with numbness and tingling into thumb, index, and long finger, herniated nucleus pulposus (hnp c6-7). Likelihood = unanticipated. Severity = moderate. Course of action = on (B)(6) 2006, the patient underwent removal of plates at c5-6, exploration of fusion c5-6 anterior cervical discectomy and fusion (acdf) and plating at c6-c7 with allograft iliac crest bone graft plus synthes cervical spine locking plate (cslp) after conservative treatment failed. Related to surgery = definitely not. Related to implant = definitely not. Current state of event = resolved -plate removal on (B)(6) 2006; patient was randomized to acdf. This report is for an unknown acdf device. This is report 4 of 4 for (B)(4).